Event description:
The customer states that one patient sample generated an initial architect total psa assay result of >100 ng/ml. An auto-dilution (1:10) was performed and generated a final result of 101.431 ng/ml that was reported from the lab. A biopsy was performed on the patient based on this elevated psa result. The biopsy results were negative. The customer suspects that the architect total psa result is due to some non-specific reaction. The patient is doing fine. There is no further impact to patient management reported.

Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that during removal of the guidewire, it was noted to be split. There was difficulty in getting access to insert the presep catheter. Unknown model number was reported; however, it was indicated that it was a presep catheter. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Only the presep catheter (unknown model) guidewire 0.032" was returned. The guidewire was found to have a weld break on the straight tip end. The outer coil wire has been uncoiled over a 15cm area. There is no missing coil wire.